Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer had experienced ongoing high blood glucose (bg) levels (300s mg/dl) with a high level of ketones. The cause of the high bg was not known. Tandem customer technical support (cts)reviewed the pump data and found that the customer had received multiple occlusion and out of insulin alarms. The customer acknowledged receiving the alarms and reported not delivering the remainder of a bolus when it was interrupted by an alarm and at times, had not resumed insulin delivery immediately after the alarms were declared. The customer did not provide further details as to the possible cause of the alarms. As the events had occurred in the past, cts was unable to troubleshoot. The customer reverted to using insulin injections and oral medication to manage diabetes.

Manufacturer narrative:
Device investigation was completed. The reported alarm 8 and occlusion alarm were verified in the pump data. No failure associated with the alarm 8 was identified. As the used cartridge was not returned, testing for the occlusion could not be performed.